Manufacturer narrative:
(B)(4). The product will not be returned to zimmer biomet for investigation, as the original implant was implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Weight ¿ ni. UDI - (B)(4). Date explanted ¿ n/a.

Event description:
It is reported that during a shoulder arthroplasty, when the surgeon used the bearing assembly tool on the humeral tray, an audible click was heard, but one end of the ringloc appeared to bend downward instead of spreading apart. The surgeon attempted three (3) additional times without success. Another humeral tray was opened and the surgeon used the ringloc from that device with the previous humeral tray successfully. The event resulted in five (5) minutes of surgical delay. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. The device history was reviewed and no discrepancies were found. A complaint history review was conducted and identified no additional complaint for the same lot number. A definitive root cause cannot be determined, however, the complaint may be revised upon return of device (s) or further information. No corrective actions, further preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.